Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached a battery status of elective replacment indicator (eri) and is affected by the field advisory. These transvenous implantable leads exhibited noise. The ventricular lead exhibited insulation damage, so it was capped. The atrial lead was explanted.